Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure in early (B)(6) 2017. The right atrial (ra) and right ventricular (rv) were positioned and secured (helix fully extended). An attempt to position the left ventricular (lv) lead was unsuccessful. The lv lead prolapsed causing dislodgement of the ra lead. The coronary sinus (cs) ostium was re-cannulated with a worley sheath and the lv lead was successfully advanced into a different cs branch. During repositioning of the ra lead, the patient's heart motion via fluoroscopic imaging became markedly decreased. The helix was retracted and the ra lead was repositioned and secured (helix fully extended). Shortly thereafter, the patient developed pulseless electrical activity (pea) requiring pericardiocentesis. Despite emergency measures, the patient could not be stabilized and died. The physician suspects that the tamponade was caused by atrial tissue damage as a result of forced dislodgement from the lv delivery system. The local representative noted that the ra lead helix was not extended or retracted prior to insertion. The physician was satisfied that the helix was fully extended prior to ra lead dislodgement. However, the physician commented that 15-20 rotations were required to re-extend the helix post-dislodgement. The ra lead diagnostic measurements were within normal range when implanted pre- and post-dislodgement. The ra lead cannot be retrieved and will not be returned to boston scientific.